Manufacturer narrative:
The returned device consisted of the wolverine cutting balloon. A visual inspection revealed a severe kink 11.1cm from the tip of the device, and that the blade was lifted. A microscopic analysis revealed a v shaped tear on either side of a blade segment. As a result of this tear, the blade appeared lifted but was still fully bonded to the balloon. The tear in the balloon is likely caused by procedural factors such as device interactions with other devices and interactions with potential challenging lesion anatomy likely contributed to the complaint event. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. The unreported kink noted during device analysis occurred most likely as an unintended result of interaction between the user and the device, at which stage of the procedure it occurred cannot be established.

Event description:
It was reported that blade detachment occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the blade of the balloon was partially detached. The procedure was successfully completed, and device was removed from the patient's body post procedure. No complications were reported.

Event description:
It was reported that blade detachment occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the blade of the balloon was partially detached. The procedure was successfully completed, and device was removed from the patient's body post procedure. No complications were reported.